Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc1avr1-delsys], (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited no capture at high outputs and low sensing in multiple positions. The leadless ipg was too close to the tricuspid valve causing frequent premature ventricular contractions. Before the sixth attempt, the operator removed the delivery system to clear thrombus at the tip. It was then found that the steel cable of the device cup had slight kinking and one tine of the leadless ipg had become deformed. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.